Manufacturer narrative:
An event of patient death 2 days post amulet implant was reported. Information from the field indicated that during procedure, a 21mm sjm masters series hemodynamic plus valve was not functioning completely and a new 21mm sjm masters series hemodynamic plus valve was chosen and implanted successfully. The device remains implanted and will not return to abbott for analysis. The device batch/lot number was not provided, and therefore the device history record and lot-specific similar complaint could not be reviewed. Based on cine and medical review performed at abbott, "the cause of death is patient-related. Not related to a device malfunction. Possibly related to the procedure." Based on the information received and medical review, the cause for the reported death could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6)2025, a 21mm sjm masters series hemodynamic plus valve was chosen for a procedure. During procedure, the valve was installed and checked the valve function using valve testers. It was noted that the valve was not functioning completely. The valve opened very slowly and did not retract. A new 21mm sjm masters series hemodynamic plus valve was chosen and implanted successfully. After the procedure, the patient was hemodynamically stable. Two days after the procedure, the patient was reported passed away. The physician mentioned the patient died due to his health condition prior to surgery. The cause of death was heart failure.